Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be fractured. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is misuse, impaction force during cage insertion.

Event description:
It was reported that the solis broken when it was driven into disc space of cervical in surgery.

Event description:
It was reported that the solis broken when it was driven into disc space of cervical in surgery.